Event description:
It was reported that a cartridge alarm occurred. There was no information available regarding the customer¿s blood glucose level at the time of the event. The pump was promptly replaced as it was within warranty, and the customer was instructed to return the faulty pump using a pre-paid label and return box. No further details about the customer's backup therapy were shared.